Event description:
It was reported that the patient presented to the emergency room for receiving inappropriate shock from the device. Upon review, it was noted that the device misdiagnosed a supraventricular tachycardia as a ventricular tachycardia and provided therapy for it. The device was successfully reprogrammed. The patient was having several uncontrolled rapid ventricular rate episodes and is receiving an av node ablation to avoid future cardioversions.